Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). They confirmed the issue was resolved. They will try to get the healthcare provider to return the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that during a surgery today there were impedance issues on electrodes 1 and 2. The battery was removed and replaced a few times, but the impedance issues persisted. What the impedance values were could not be confirmed. They did confirm testing while still in the pocket. It did reach the point where the setscrew would no longer stabilize the lead when it was torqued down. The rep suspected that it may have been because the surgeon had to do it several times when the battery was removed and replaced. They eventually changed out the battery, which gave normal impedance readings and torqued down appropriately. The doctor was in possession on the battery and will request for them to send it back for analysis.